Event description:
Philips received a complaint by the field service technician on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service technician performed periodic maintenance and found that there was a misalignment in the touch position. Since the issue was not resolved by calibrating the touchscreen, the field service technician ultimately replaced the touchscreen, confirmed that the software version was 2.30, conducted a comprehensive inspection, cleaned the device, performed functional and running tests, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.